Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The leakage problem was solved after finding the gas modules were not in place properly. This will be detected during pre-use check. There was no ventilator malfunction.

Event description:
It was reported that there was a leakage in the ventilator. There was no patient harm. Manufacturer's ref #: (B)(4).